Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal difficulty occurred. The lesion was reported to be in the left anterior descending (lad) artery, however, it was unclear if it was a saphenous vein graft to the lad. The physician attempted to place a 2.5x16mm taxus stent, but was unable to cross the lesion. The lesion was then predilated with a 3.0mm quantum maverick balloon inflated to 14 atm's and then the 2.5x16mm taxus stent was successfully deployed. The area was predilated again to 11 atm's for 11 seconds. A taxus express2 3.0x32mm drug eluting stent was positioned and deployed to 9 atm's for 32 seconds. The pt's rate was slowing so they tried to deflate the balloon and experienced difficulty withdrawing the balloon post deflation. The pt then coded. It was not reported what measures were taken when the pt coded. A 3.0 quantum was inflated to 18 atm's and then the physician used a 2.5x12mm quantum inflated to 20 atm's. No further pt complications occurred. Pt status is satisfactory. It was also noted that they were using a new contrast medium which "seemed to be more viscous." Additional info has been requested.

Manufacturer narrative:
H6. The complaint source confirmed that the product had been disposed and no analysis was possible. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. A similar complaints review could not be performed as the batch number is unk. The cause of the difficulties stated in the complaint could not be determined.